Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(4) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The yoke was returned with the device. It was also noticed that the over sheath assembly was not returned. Based on the condition of the returned device, the reported issue of failure to release from catheter could not be confirmed. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2014.. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.